Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 3005334138-2020-00326, 3005334138-2020-00328, 3005334138-2020-00329, 3005334138-2020-00330, 2030404-2020-00055, 3008452825-2020-00380. During a redo pulmonary vein isolation procedure, a pericardial effusion occurred. At the end of the procedure, an echocardiogram confirmed an effusion for which a pericardiocentesis was performed. There were no patient symptoms. The cause and location of the effusion are unknown. There were no performance issues with any abbott devices.